Manufacturer narrative:
The recipient reports that the pain issue has resolved. The recipient has resumed device use. Additional x-ray imaging confirmed the magnet position. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The recipient is presenting with pain and is unable to use the device. An x-ray confirmed the magnet is partially extruded.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient will be followed per center protocol. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.